Manufacturer narrative:
(B)(4). The customer reported a failure to discharge during use. No adverse pt impact was reported, a second defibrillator was used. The device was evaluated at philips. The symptom could not be duplicated. The device passed all testing and was returned to the customer. Based on the customer's report, we are considering this a malfunction. We cannot determine the cause, since the symptom was not duplicated.

Event description:
The customer reported a failure to discharge during use. No adverse pt impact was reported, a second defibrillator was used.